Manufacturer narrative:
During this procedure the patient's ipg had remained implanted. After the patient had this pocket revision, the patient had undergone an additional procedure and had the device explanted (refer to MFR report # 3006630150-2010-01713 for analysis and other details).

Event description:
A report was received that the patient's ipg was bothersome. The patient had the ipg pocket site relocated.